Manufacturer narrative:
The instrument associated with this reported event was not returned for evaluation. Follow-up communication with the complainant confirmed there was no instrument failure and user technique was a contributing factor. The root cause is being attributed to user technique. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Surgeon was doing his 5th attune knee. Has some issues with sizing guide when doing anterior cut. Surgeon notched femur, then had to go to pfc sigma knee because he wanted to put a stem up. Surgery was delayed up to 2 hours waiting for revision instruments. It was noted by sales rep that it was surgeon technique.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.